Event description:
It was reported that, "the pt had received a blow to his left knee and started to retain fluid. The fluid was extracted multiple times. The doctor decided to do an I and d and poly exchange so the pt could, 'start anew.'"

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.